Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience alpine, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was performed to treat a de novo lesion with mild tortuosity and moderate calcification in the proximal right coronary artery (rca). After deployment of a 3.5 x 38 mm xience alpine stent, a distal edge dissection was observed. A 2.75 x 18 mm xience xpedition stent was implanted for treatment of the dissection. The procedure was completed successfully with good end results. No additional information was provided.